Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 26feb2021.

Event description:
It was reported to philips that the device had a proximal pressure sensor failure. The device was in clinical use at the time of the event. There was no report of patient or user harm. A philips authorized service personnel (asp) was dispatched to the customer site and confirmed that the failure as avg proximal cmh20 is too high 2.09 aloud up to 1.00. The asp confirmed that error was present on the device, device proximal pressure sensor autozero failed. The asp replaced the data acquisition (da) pcba to resolve the reported issue. The device successfully passed performance verification testing and safety tests and was returned to service.